Event description:
Customer reportedly received result of 276 mg/dl on the advantage system and 117 mg/dl on professional's device within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.